Manufacturer narrative:
It was reported in the article that one patient suffered from deep infection resulting in the acetabular shell being revised. The initial defect was a paprosky 3a with no discontinuity. The patient was treated with a staged revision, which was complicated by premature loosening and another reoperation for hematoma formation. In conclusion, based on the investigation results, it is not suspected that the tm acetabular augment and/or tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of the tm acetabular augment and/or tm revision shell contributing to the reported deep infection or aceptic loosening. Although multiple attempts were made, the tm acetabular augment and tm revision shell part and lot numbers were not provided, the DHR could not be reviewed. Should additional information be received, this report shall be updated.

Manufacturer narrative:
Investigation is in progress.

Event description:
The following was reported in a journal article titled "continued good results with modular trabecular metal augments for acetabular defects in hip arthroplasty at 7 to 11 years, clin orthop relat res (2015) 473:521-527, michael r. Whitehouse, dept. Of orthopedica, et al, published 15 august 2014: the acetabular shell in one (1) patient was revised due to deep infection. The initial defect was a paprosky 3a with no discontinuity. The patient was treated with a staged revision, which was complicated by premature loosening and another reoperation for hematoma formation.